Event description:
Detachment of a rubber injection port from a tubing set. It was reported that a patient in the ambulatory care setting had a primary line of unspecified hydration solution. An IV antibiotic was connected to the distal rubber injection port via blunt cannula. After the antibiotic fluid had infused, the clinician was disconnecting the blunt cannula from the port, and the rubber port completely detached from the y-site. There was minimal blood loss. The tubing was clamped and a heplock was then connected. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.